Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was not getting pain relief in the back area. The patient underwent a revision procedure wherein leads were added and the existing lead was placed higher to capture therapy. The patient was doing well postoperatively. The explanted lead was not returned to bsn as it was discarded by the medical facility.